Event description:
This event is reportable based on the product analysis approved on 06/19/2007. It was reported that during a drug eluting stenting treatment procedure, the 3.00x32mm taxus liberte drug eluting stent was unable to cross the lesion in the left anterior descending artery. There were no patient complications. The procedure was successfully completed with another 3.00x32mm taxus liberte drug eluting stent. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual and microscopic examination of the returned device revealed proximal stent damage. The proximal stent struts were severely misaligned and twisted. The stent had moved distally by 2.5cm over the balloon from the proximal markerband. Proximal stent damage is consistent with the device meeting some form of restriction during the withdrawal of the device. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be unknown.